Event description:
A customer reported a suspected positive biological indicator and some of the instruments were used on pt's. The physicians had been notified and advised the pt's of prophylactic antibiotic therapy.